Event description:
It was reported that the brakes were not holding due to damaged brake rings.

Manufacturer narrative:
Likely customer abuse caused damaged break rings. User error contributed to break ring damage.